Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. A conclusive cause for the reported difficulties cannot be determined; however, the subsequent treatment(s) and patient effect(s) appears to be related to the operational context of the procedure. It was reported that the guide wire encountered difficulty during removal, resulting in a material separation. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it is possible that manipulation of the wire, when resistance was encountered, contributed to the reported material separation; however, this cannot be confirmed. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed reports, it was reported that about 70 cm of the wire remains in the patient and the patient has pain. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Primary UDI number : the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that during a percutaneous coronary intervention procedure, an unspecified balance middleweight guide wire separated during removal. The separated portion was located in the lateral - diagonal branch by the implanted stent in the anterior descending branch. Attempts were made to remove the separated portion; however, this was unsuccessful and the portion was left in the vascular system. There was no clinically significant delay reported. No additional information was provided.